Event description:
The customer reported an elevator broke while extracting a tooth. No adverse effects were reported as a result of this event.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. No non-conformances were identified during inspection prior to distribution. Upon evaluation of the returned product, the tip of the instrument was found to be chipped and the fragmented piece was not returned. No manufacturing defects were identified. The most likely underlying cause of the complaint issue is excessive force applied by the user.